Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse confirmed the customer had installed wrong size cuvettes in cuvette wheel. The correct size of cuvettes was installed into the cuvette wheel to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous high patient results for acetaminophen and glucose and on the dxc 700 au analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.